Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll representative was onsite and did observe the customer's report. The front enclosure was replaced to resolve the malfunction. The device as recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.